Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump alarmed with no error messages on the screen. 7.5ml of the medication was left in the reservoir. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.